Manufacturer narrative:
During the investigation, when trying to duplicate the stated issue, tests were performed on the same model and footplate from another lot/or batch. Factors assessed during testing included: front caster orientation, user weight positioning, and force applied to the footplate, during the investigation, it was found that the proportion of user weight placed on/beyond the front half of the chair would have to be unusually high and have casters in the incorrect position (rearward) to cause the chair to tip. Activeaid also conducted reverification testing of the available front anti-tipper option showing that their addition prevents the chair from tipping completely forward and can sustain the full maximum weight of the user. The chair was manufactured in july 2014 and shipped to the client on (B)(6) 2014. The expected service life of the chair is 3 years. The chair was more than 2 years past the expected service life. This is the first and only recorded issue/complaint alleging forward tipping of a 720 with a 1 piece footplate attached. The 720 has been manufactured since the year 2000 with over (B)(4) units distributed. The client was provided a pair of the front anti-tippers available for that model on (B)(6) 2019. Tracking records indicate the package was delivered to the client (B)(6) 2019. During a follow up conversation with the contact on 10/16/2019 she indicated that the new anti-tippers were installed and that they work great.

Event description:
Activeaid customer service received a phone call from a representative of a hospital that owns an activeaid product on tuesday september 24th regarding an issue with a 720 bariatric shower/commode chair with a one-piece footplate attached. Quality management returned the call and received the following further information. When this issue occurred, the chair was on loan to another department. The patient leaned forward while sitting in the shower chair with their feet positioned on the one-piece footplate, so the cna could tuck a sheet behind him for privacy and warmth. When the patient leaned forward the chair began to tip forward. The chair and patient did not tip completely forward as the patient got repositioned, bringing the chair back into position. The facility filed an internal incident report as they felt there was potential for the patient to have fallen out of the chair and injure himself.